Manufacturer narrative:
The insulin pump was received with a scratched case, a broken belt clip rails and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08655 inches. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. However, the pump was also received with a loud motor noise during rewind due to faulty motor. The motor was tested outside of the device and passed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not accepting calibrations, rewinds slower, and grinds during rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.